Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. Additionally, patient's left s1 drg lead had fractured. As a result, surgical intervention took place on (B)(6) 2025, wherein the left s1 lead and ipg were explanted and replaced to address the issue. During the procedure, physician was unable to completely explant s1 lead and part of the s1 lead still remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.